Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: e1 - reporter information, e2 - health professional, e3 - occupation, g2 - report source.

Manufacturer narrative:
Correction to d9, h3, and h10: the subject device was returned and evaluated in related complaint with patient identifier b)(6). Correction to g2 to add the foreign country australia and user facility. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the insulation resistance at the distal end did not meet the standard value due to a chip on the distal end cover, the bending angle in the up direction was out of standard due to wear of the angle wire, the up/down knob could not be locked due to wear of the forceps elevator lever, the objective lens was cracked, the adhesive on the bending section cover had wear, the connecting tube was snaking, the universal cord had a wrinkle, the universal cord showed third party repair, the scope cover was deformed, the mouthpiece was loose, and the image guide protector had a cut. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 13 colony forming units (cfus) of mixed coliforms. There was no growth after 7 days of incubation. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.related patient identifiers: (B)(6).